Event description:
It was reported that 3 syringe 50ml ll had foreign matter during use. The following was reported by the initial reporter: "to date, 3 new syringes impacted by the following problem : presence of unusual drops at the tip under the hood when handling cytotoxics. These are batches 2007105 (expiry date 06/2025) and 1903271 (expiry date 02/2024). As these problems become recurrent, we will make a quality defect declaration to the ansm."

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lots 2007105 and 1903217, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2007105 and 1903217 and found to be within specification. Additionally, ten retained samples of each lot were used for additional evaluation. No droplets or other matter was observed inside any of the product. Syringes were filled with a blue colorant to identify if any abnormal droplets appeared, again no droplets were visible. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2007105 medical device expiration date: 2025-06-30 device manufacture date: 2020-07-27 medical device lot #: 1903271 medical device expiration date: 2024-02-29 device manufacture date: 2019-04-01 a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)."

Event description:
It was reported that 3 syringe 50ml ll had foreign matter during use. The following was reported by the initial reporter: "to date, 3 new syringes impacted by the following problem : presence of unusual drops at the tip under the hood when handling cytotoxics. These are batches 2007105 (expiry date 06/2025) and 1903271 (expiry date 02/2024). As these problems become recurrent, we will make a quality defect declaration to the ansm,"